Event description:
Hill-rom received a complaint on one of its excelcare bariatric bed frames alleging two hospital staff members were injured during an attempt to transport the bed frame and pt into another room. One staff member had allegedly broken her nose when she attempted to lock the bed's side rail by pushing it in to lock it in place, but it allegedly released and stuck her in the face. It was also alleged that another staff member attempted to lower the side rail but had difficulty doing so and pushed her left hand through the hand controller mount on the rail. The staff member allegedly hurt her wrist as a result but the severity of the allegedly injury was not provided by the account.

Manufacturer narrative:
A hill-rom service tech was dispatched and performed an investigation of the cause of the issues. The tech found no functional issues with the side rails but found that the air mattress and its side bolsters were fully inflated which would have made it difficult to lower or lock the side rails. The tech in-serviced the hosp staff on the correct procedures for transporting the bed and side rail operation as specified in the product's user manual.